Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026 in the intensive care unit (ICU), prior to the initial puncture of the left internal jugular vein, a defect was observed in the introducer needle and arrow raulerson syringe (ars). Specifically, a hole was noted in the hub of the introducer needle. The issue was identified before device use, and no patient involvement occurred. There were no reports of patient injury, harm, adverse health consequences, or medical intervention associated with this event.